Event description:
Customer reported the image gradually gets darker. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the screen saver timer for customer. System operates as intended.